Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found image failure. In addition, flooding of the cable and connector, and a cracked connector and corrosion at the contact point was found. Based on the results of the investigation, it is likely that the following led to the malfunction: it is assumed that the image function did not function normally due to electrical contact corrosion and "image failure" occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): [section where IFU applicable for phenomenon 1 (image failure)] chapter 4 usage (warning) ¿ if an abnormal endoscopic image or function occurs and returns to normal spontaneously, the product may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out from the patient. Continued use of such a product may injure the patient, cause bleeding or perforation. [Section where IFU applicable for phenomenon 2 (flooding of cable and connector)] endoscope image disappearance and freezing (caution) ¿do not strike or drop the product. Water leakage may damage the product's internal circuitry. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the image appeared dark while using the camera head. The issue occurred during a therapeutic procedure and was completed using the same set of equipment. There were no reports of patient harm.